Manufacturer narrative:
Upon inspection and testing of the returned device, based on the results of fourier transform infrared spectroscopy (ftir) analysis, foreign matter detected as silicones and a peak that closely resembled dimethicone polysiloxysan was confirmed. Based on the results of energy dispersive x-ray (edx) analysis, oxygen and iron were also detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter was rust such as from stainless steel, and may have originated from metal parts. In addition, the main component of antifoaming agents, such as barros, is dimethylpolysiloxane, and silicon dioxide seems to be included in the foreign material, it is likely that the foreign material was from drugs such as antifoaming agents. The foreign material in the nozzle and mouth was likely the result of insufficient reprocessing. However, a definitive root cause could not be determined. The reported issue (air could not be passed through the device) was not confirmed; however, it was suspected that the nozzle may have been temporarily clogged because there was dirt and foreign material in the nozzle. In addition, service found the bending angle was out of specification, there was play in the angulation knob, switch button #1 was scratched, switch button #4 was worn, and the light guide tube connector was scratched. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that during pre-use inspection, prior to an unspecified procedure, air could not be passed through the subject device. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that dirt and foreign material were adhered to the air/water nozzle and mouth. This report is being submitted for the malfunction found during evaluation (foreign material in the air/water nozzle).